Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Inspected the plug assembly, no issues were observed. The sensor was found to be in sensor state 3 (indicating active state). The current was applied to the sensor to perform sim vivo test while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. An extended investigation has also been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding a sensor error message while wearing the adc device on day 2 of wear using freestyle librelink. As a result, on (B)(6) 2022, the customer had a loss of consciousness, however, no third-party medical treatment was provided. No further information was provided. There was no report of death or permanent injury associated with this event.